Manufacturer narrative:
Additional information: h6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim#: (B)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye on (B)(6) 2025. The patient experienced endophthalmitis which was noted on (B)(6) 2025. Patient had a bilateral sequential surgery. Cultures were performed and results are unknown. Treatment was also performed (medication). The lens was explanted but it was noted the problem is not resolved.

Manufacturer narrative:
H3 - device evaluation is required but has not yet been performed. H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Manufacturer narrative:
Corrected data: b5: the patient also experienced hypopyon. This should have been included in previous supplemental MDR. Additional information: h3: device evaluation: lens was returned in a microcentrifuge tube, dry with moisture and debris on the product. Visual inspection found the lens haptic torn, debris on the lens. Claim#: (B)(4).